Event description:
It was reported that a device fracture occurred, requiring medical measures to remove. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified left coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during removal, the distal sheath of the ultrasound probe was fractured. The fractured part was completely removed by winding with a guidewire. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that the issue noted with the device was the catheter could not show the image. The initially reported fracture was incorrect.

Manufacturer narrative:
The device was received for analysis. Visual inspection of the device revealed no issues. Functional testing confirmed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Imaging core impedence testing showed a complete circuit curve. The transducer level impedence testing showed week transducer activity, resulting in a poor image. Therefore, the reported complaint is not confirmed, since the electrical failure found does not relate to a total loss of image.

Event description:
It was reported that a device fracture occurred, requiring medical measures to remove. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified left coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during removal, the distal sheath of the ultrasound probe was fractured. The fractured part was completely removed by winding with a guidewire. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.